Manufacturer narrative:
A customer in the USA reported that the achieva plus ventilator external alarm would not activate. A part was received and decontaminated. However, no investigation has been performed yet. (B)(4).

Event description:
It was reported by a customer in the USA that the achieva plus ventilator external alarm would not activate. There was no patient involvement.